Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was in the left anterior descending (lad) coronary artery. The lesion was not predilated. A 3.0x8mm taxus express2 drug eluting stent (des) was advanced to treat the target lesion but the device would not cross the lesion. Upon withdrawal, it was noticed that the leading edge of the stent appeared "barbed". The procedure was completed with another 3.0x8mm taxus express2 des. There were no patient complications reported with the patient considered to be "unharmed" from the product problem.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.